Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a lot of unexplained pelvic pain / very painful to the point where I cannot sit down') and autoimmune disorder ('autoimmune disorder') in a 47-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". The patient's medical history included bipolar disorder and schizophrenia. *unspecified date: hormonal panel: not menopausal. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced ovarian cyst ("cyst on one of my ovaries"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced amenorrhoea ("have not had a period in three months now"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominalpain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amenorrhoea and ovarian cyst had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, autoimmune disorder, tooth disorder, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, autoimmune disorder, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient was part of a research study (no other information provided). She was on a lot of medications at the time of insertion. She wanted to know where she could have essure removed. Regarding the pelvic pain. She mentioned that twice a year she was not able to sit down for a weed., and it has happened 4 times since essure insertion. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2013. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: cyst on one ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a lot of unexplained pelvic pain / very painful to the point where I cannot sit down') and autoimmune disorder ('autoimmune disorder') in a (B)(6)-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo essure confirmation test". The patient's medical history included bipolar disorder and schizophrenia. Unspecified date: hormonal panel: not menopausal. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced ovarian cyst ("cyst on one of my ovaries"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced amenorrhoea ("have not had a period in three months now"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amenorrhoea and ovarian cyst had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, autoimmune disorder, tooth disorder, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, autoimmune disorder, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient was part of a research study (no other information provided). She was on a lot of medications at the time of insertion. She wanted to know where she could have essure removed. Regarding the pelvic pain. She mentioned that twice a year she was not able to sit down for a weed., and it has happened 4 times since essure insertion. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2013. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: cyst on one ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.